Event description:
Technician alleged when brakes are applied, 1 caster moves a little. He found screw broken on hex rod causing hex rod to slide off caster. He replaced hex rod and screw. Checked all functions and operations of stretcher to resolve.